Event description:
It was reported the patient bled a lot at lead introducer site; it saturated several pads and totaled "a couple of cups." A nurse practitioner later assessed the patient's insertion site and the bleeding had subsided and the wound was redressed. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)